Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter phone #: (B)(6). Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was a problem when connecting a bd plastipak¿ 50 ml concentric luer lock syringe with a macopharma empty perfusion package due to risk for leakage, especially when administering cytoxic medication. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Additional information was received for the medical device lot number. The following fields have been updated: medical device lot #: 1711213. Medical device expiration date: 10/31/2022. Device manufacture date: 04/22/2017.

Manufacturer narrative:
H.6. Investigation results: no samples neither pictures have been received for investigation. DHR of lot 1711213 has been reviewed not finding any annotation or deviation regarding the alleged defect. Ten retained samples of lot 1711213 are evaluated. Upon visual inspection of these ten retained samples, no damage or molding defect can be observed in the syringe tip or thread that could be related to the alleged defect. Tip and thread verification tests is done to the first lot manufactured per month and per manufacturing line according to procedures pc-132, pc-133 and jg-600 with iso 594 compliant pass/non pass gauges. These verifications are done with these 10 retained samples, finding all of them iso 594 compliant. Leakage in conical fitting test is performed with the 10 retained samples according to procedure pc-203 (3,05kg/cm2 water pressure is applied during 30seconds to the syringes connected to an iso594 compliant luer gauge). No leakage can be appreciated between syringes luer lok tips and iso594 compliant gauge. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection: molding: 2 injections per shift. Printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the middle of the lot and once in last pallet of the lot primary packaging: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Since no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, and no functional defect has been found in the retained samples evaluated, we can confirm that the root cause of the non-conformance is not related to a manufacturing defect. Based on acceptable results for manufacturing process and retained samples, it was decided that no CAPA is required.